Event description:
The customer returned the device for the issue of a pinhole. There is no reported harm to any patient or any one. Upon evaluation of the returned device, it was observed that the image disappeared at an angle. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the image disappeared when at an angle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Corrected to health professional. Correction to the initial medwatch. The aware date should be 14-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the image disappearing likely occurred due to a defect of the image sensor unit, failure of the internal board of the video connector unit, or the system caused the event. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.